Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedances of less than 200 ohms and noise. The patient was seen for a lead revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.